Event description:
It was reported that this pacemaker exhibited far-field oversensing of the r-wave on the atrial channel, causing inappropriate atrial tachy response (atr). Additionally, undersensing episodes related to the patient's history of junctional rhythm were noted. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.